Event description:
It was reported that the wake button was sticking. Reportedly the customer continued to use the pump for insulin therapy. Additionally, customer experienced low blood glucose (bg) level of 40mg/dl, cause was unknown. The customer consumed carbohydrates to address bg level.